Manufacturer narrative:
Product complaint # (B)(4). An opened box and an opened sample of product were returned for evaluation. During the visual inspection of the opened sample, the foil was received open, the margin of the seal area was continuous and conforming to ethicon requirements and the sterile barrier was not compromised. In addition, several wrinkles were noted by use. Also, the cardboard box presented damage and was resealed with transparent tape. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection the packaging integrity of the foil packet was conforming, however the box present damaged and manipulation due to use.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that prior to surgery the air cushion had escaped, and packaging seemed to have been leaky. It was also reported that the device might not have been sterile. A like device was used to complete the procedure. There were no adverse patient consequences reported.